Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002. Product type: catheter: product ID 8709, lot# j11207r58, implanted: (B)(6) 2002. Product type: catheter. (B)(4).

Event description:
It was reported that a volume discrepancy occurred during pump refill. The reporter stated that during the patient's last refill the actual residual volume (arv) was greater than the expected residual volume (erv); however,exact values were not provided. The reporter was currently performing a rotor study and a dye study. The device system was used to deliver compounded baclofen. It was later reported that the patient has spasms before having the pump refilled but they usually resolve after the pump refill. The cause of the volume discrepancy remained unknown. The reporter stated that the patient seemed to be doing fine post troubleshooting; however, was uncertain of how the patient was doing at the time of the report.